Manufacturer narrative:
Insulin pump passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keys of insulin pump were stuck. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that pressing menu button did not take them to the menu screen. Customer also stated that using the up arrow and down arrow did not allow them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that the block mode was inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.